Manufacturer narrative:
The following analysis has been performed on the returned csi and three guide sheaths: visual examination: the csi exhibited kinks, 26.0 and 36.5 cm proximal to the distal end. The distal end of the csi cannula was also slightly damaged. The 11f guide-sheaths exhibited the following: unit #1: the cannula exhibited a wavy condition, a kink, 1.7 cm, and a compressed area, 29.0 cm proximal to the distal end. Unit #2: the cannula exhibited a kink, 83.5 cm proximal to the distal end, and a wavy condition. Unit #3: the cannula exhibited a wavy condition. Air aspiration testing was performed on the returned samples; the csi gasket was tested without the vessel dilator inserted and the guide sheaths inserted through the gasket, which were found to meet cordis specifications. Dimensional examination: the inner diameter of the csi cannula and the outer diameters of the guide sheaths were found to be within dimensional specifications. Since the csi and guide sheaths were found to meet cordis specifications, the exact cause of the reported incident could not be determined.

Event description:
The pt underwent an ep procedure, he was in a stable condition following the procedure. The pt developed a cerebral infarction post-procedure.